Event description:
Reportedly, the heparin driver was moving and then sticking. Alarms to "check balance." The service engineer reported that the heparin pump was over-infusing. There was no allegation of death, injury or intervention with respect to this issue.

Manufacturer narrative:
Result -the filtration scale was determined to be faulty the self test passed and the heparin pump was calibrated " the scales were checked; the filtration scale was determined to be faulty. The filtration scale unit was replaced and calibrated. The pressure sensors were checked. The return sensor and substitution scales were calibrated. Functional safety and electrical safety were checked and all determined to be functioning properly. The device history record was requested for review, however at the time of this report, it had not yet been received, it is anticipated.